Manufacturer narrative:
Device evaluated by MFR.: a xxl device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood present in balloon which is indicative of a leak. The balloon was attached to an encore inflation device, subjected to positive pressure and di water was observed to be leaking from a balloon pinhole located approximately 20mm proximal from the proximal markerband. The rated burst pressure for this device is 8 atmospheres as per xxl specification. A visual and tactile examination identified no kinks or damage to the shaft and identified no issues with the tip of the device.

Event description:
Reportable based on device analysis completed on 20oct2023. It was reported that balloon leak occurred. The patient was being treated for may thurner. The 78%tenosed target lesion was located in the mildly tortuous and severely compressed iliac vein. An 18x90 wallstent was placed. An 18-4/5.8/75 xxl esophageal balloon catheter was advanced and placed 5mm below proximal end of the stent, however, the balloon would not keep pressure right from start. The device was removed. Another 18-4/5.8/75 xxl esophageal balloon catheter was advanced for dilation, but the balloon would not be able to hold pressure this time. The device was removed completely and replaced with a new 18x4 xxl balloon catheter and the procedure was completed successfully. No patient complications were reported. However, returned device analysis revealed that balloon had a pinhole.